Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. Concomitant product: 5076-58 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient had a systemic infection subsequent to another non-cardiac procedure. The system was removed, and a new device system was implanted on the opposite side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.